Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable pacemaker underwent a pocket revision procedure after blood was noted to be draining from the pocket incision. The physician elected to keep the device and leads implanted at that time and test the patient for an infection. All lead measurements were normal by report. The patient later tested positive for a pocket infection and will be scheduled for a system extraction. No other adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the device was later explanted due to the patient infection.